Event description:
The hospital representative stated that the device "cannot set manual tube release, will not stay on and shuts off by itself". Information was not provided regarding whether or not the device was in patient use when the reported condition occurred. Attempts were made by baxter customer service to obtain extra information regarding patient status, medical intervention, patient injury, age of patient, set up of the device, and the medication involved but no additional details are known. No additional contacts were provided.